Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the tip of the neuron max 6f 088 long sheath (neuron max) was damaged after it was removed from its packaging. The damaged neuron max was found prior to use and was not used in the procedure. The procedure continued using a new neuron max.

Manufacturer narrative:
Result: the distal tip of the neuron max 088 (neuron max) was damaged; a piece of the fractured distal tip was inside the sterile pouch. Conclusion: evaluation of the returned device confirmed the damage to the distal tip. The root cause of the damage to the distal tip could not be determined. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.